Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen was foggy from the wear n tear and buttons are less responsive and sometimes are harder to press. No harm requiring medical intervention was reported. The insulin pump had battery life was diminished and rejected new batteries and slower to rewind as well as received no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected failed battery test anomalies noted. No unexpected low battery alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with cracked reservoir tube lip and cracked battery tube threads, broken belt clip slot, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place.